Event description:
Air was noted in the line above the pump, the pump alarmed air in line. User switched the pump and infused using a new channel. Note attached to pump stated it "continually beeps air-in-line" there was no patient consequence. No additional information was available.